Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event: the tablet works normally and does not encounter latencies or freezes. Review of the extracted files did not permit to identify latencies. Interrogation times were within specification. The most probable hypothesis is that the user found the session slow as inductive interrogation is slower than rf telemetry (that is more used on this tablet). No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 26-march-2025, the smarttouch tablet is slow and the screen is unresponsive. Interrogations are therefore very slow, whether with bluetooth, rf telemetry or inductive communication.

Manufacturer narrative:
The subject device has not been returned yet, results of the investigation are not available.

Event description:
Reportedly, on (B)(6) 2025, the smarttouch tablet is slow and the screen is unresponsive. Interrogations are therefore very slow, whether with bluetooth, rf telemetry or inductive communication.